Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. On (B)(6) 2017, the customer reported the cartridge was filled with 270 units of insulin, and the insulin gauge decreased to 34 units on (B)(6) 2017. The customer's blood glucose level ranged from approximately 160-200 (mg/dl).